Manufacturer narrative:
(B)(4) crossthread: the set screw was returned for eval. The set screw thread crest is severely damaged from the initial thread lead, suggesting possible cross-threading. A review of the device history records did not identify any applicable non-conformances to specification.

Event description:
It was reported that the set screws cross threaded during surgery. No pt complications were reported.